Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens, -14.5 diopter, and the lens was torn. The lens was removed during the same surgery with no patient injury. The backup lens was implanted and a suture was required. The cause of the event was unknown.